Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Information received from the (B)(6) study, subject: (B)(6).on (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. One day post procedure, the patient experienced a hemorrhagic infarction that resolved on (B)(6) 2014 and was considered procedure related.

Manufacturer narrative:
(B)(4).